Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the balloon ruptured approximately 15 minutes after being inserted and filled with 400ml saline. The procedure was completed with hemabate, and there were no injuries or additional procedures. No pieces of the device were left in the patient.